Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head spontaneously broke off during brushing / broken brush [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that the head of the oral-b power oral care refill precision clean broke off during brushing with an oral-b rechargeable toothbrush, version unknown. The consumer asserted that fortunately it "ended well" for him/her. The brush head was from a package of 4. No symptoms developed. (B)(6) 2017 received consumer's follow-up e-mail: the consumer asserted that the logo did not come off when scratched with a coin. No further information was provided. (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he/she would send back the broken brush. No further information was provided.

Manufacturer narrative:
On 10-may-2017 product investigation results: reporter returned one toothbrush head on (B)(6) 2017. Toothbrush head confirmed to be counterfeit.

Event description:
Brush head spontaneously broke off during brushing / broken brush [device breakage], no adverse event [no adverse event], product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that the head of the oral-b power oral care refill precision clean broke off during brushing with an oral-b rechargeable toothbrush, version unknown. The consumer asserted that fortunately it "ended well" for him/her. The brush head was from a package of 4. No symptoms developed. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer asserted that the logo did not come off when scratched with a coin. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he/she would send back the broken brush. No further information was provided.